Manufacturer narrative:
The returned device was evaluated with the customer's parts and accessories and it met all vacuum specifications, even though it was noted that one of the membranes was not laying flat.

Manufacturer narrative:
Troubleshooting was conducted with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting and cleaning the kit and tubing; and verifying correct breast shield fit. Following troubleshooting, the customer indicated that the pump still had low suction and that she could use the same parts with another pump without issue. A replacement pump was sent to the customer. In follow up with the customer, she reported that she was prescribed medication for her engorgement and a lactation consultant was used to help her with pumping and nursing routines. She stated that she has received the replacement pump, which was working without issue and she was no longer experiencing issues with engorgement.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that her pump in style advanced breast pump had low suction. She reported that she keeps getting engorged on her left side because the pump wasn't getting all of her milk out.